Manufacturer narrative:
This report will be updated if additional information is received or if the device or lead are returned for analysis.

Event description:
Boston scientific crm received information from the patient's daughter that the patient had passed away. The boston scientific patient services representative who spoke with the daughter characterized the conversation as an allegation because the daughter said the device and lead "didn't shock her heart back." The daughter did not know the cause of death but believed it was cardiac-related. The patient services representative asked the daughter to contact the funeral home to request return of the device for analysis. The patient's boston scientific field representative reported that the patient's cardiologist and implanting/following physician had not been contacted regarding the patient's death, and they believed the cause of death was non-cardiac because they had not been consulted/notified. The representative reported he had not been called to interrogate the device, and that the patient's daughter had contacted the hospital about possibly donating the device to the local zoo for potential use in one of their animals.